Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 17.5 mmol/l (315 mg/dl) while wearing the pod for between 37 and 48 hours. In addition, the patient was at the hospital feeling ill and taking cortisol (an issue unrelated to omnipod), which may have contributed to the hyperglycemia. When removed from the infusion site, the pod's cannula was found bent and leaking insulin. As a treatment, a new pod was placed.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The device generated an 0x18 alarm, indicating an empty reservoir. The reservoir was confirmed to be empty.